Event description:
It was reported the patient experienced no stimulation sensation. It was stated the patient was on program 3 at 4.4 volts with a lightning bolt and the batteries in the patient programmer were almost full. Reportedly the patient would turn up the settings as far as they would go and they still did not feel the sensation. It was stated the patient was not able to adjust stimulation with the programmer antenna attached. It was stated the device was powered off. During the call, it was noted ¿all of a sudden the patient was feeling something like a pin prick with stimulation.¿ the patient was at 4.7 volts and when the patient was standing it was ¿pricking her like a pinprick and didn¿t feel comfortable¿ so it was adjusted down to 4.5 volts. It was noted ¿it didn¿t feel like it used to before.¿ it was also noted when the patient¿s clothing was moved it took care of the connection, and the patient stated she was feeling the sensation. It was stated the programmer would not do telemetry with the antenna. It was noted that no anomaly was found with the returned programmer. Additional information received reported that the patient had concerns with her device or therapy and it wasn¿t working. It was noted that the patient received assistance from their doctor or manufacturer representative and their concerns were not resolved. It was reported that the patient had not sought further help and did not wish to have more surgery to check the device in their back.

Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).